Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive to presses. Subsequently, the pump emitted a noise and the screen shut off. Despite introduction to a power source, the pump was still noted to be unresponsive. The customer's blood glucose level was 256 mg/dl. The customer delivered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen malfunction could not be verified; however, a failure was identified related to the pump becoming unresponsive.